Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned to the complaint investigation site (cis) for analysis. However, some images of the procedure were received with this complaint. A review of the images can confirm that a device separation occurred. The complaint information also stated that "there is an occlusion distal to the synergy stent and looks to be a balloon (2 markers) that were left in the proximal lad". A request was made to get a copy of the angio from this procedure, however it was confirmed that this would not be available. It is noted that a shaft break is consistent with excessive tensile force having been applied to the shaft. Images of the procedure were received and analyzed

Event description:
It was reported that shaft break occurred. In (B)(6) 2019, the patient underwent left heart catheterization to treat an occluded stent in the diagonal artery. Following pre-dilatation with a 2.5mm balloon, a 2.50 x 20 synergy drug-eluting stent was advanced. The stent was unable to be deployed and during removal, the device broke. Fourteen days later, a diagnostic heart catheterization was performed and a synergy drug-eluting stent was observed in the left anterior descending artery (lad). An occlusion was noted distal to the stent. The occlusion looked to be a balloon (2 markers) that was left in the proximal lad. It was further reported that the synergy stent became entangled on the previous stent and after pulling on the stent system to remove it, the stent catheter broke. Snaring was attempted but failed. The patient was then referred to a cardiac surgeon in another facility.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. In (B)(6) 2019, the patient underwent left heart catheterization to treat an occluded stent in the diagonal artery. Following pre-dilatation with a 2.5mm balloon, a 2.50 x 20 synergy drug-eluting stent was advanced. The stent was unable to be deployed and during removal, the device broke. Fourteen days later, a diagnostic heart catheterization was performed and a synergy drug-eluting stent was observed in the left anterior descending artery (lad). An occlusion was noted distal to the stent. The occlusion looked to be a balloon (2 markers) that was left in the proximal lad.